Event description:
It was reported that the patient underwent a plif l5-s1 using rhbmp-2/acs on (B)(6) 2012. The patient's post-operative period was ma rked by increasingly severe back pain and bones spurs at the surgery site. A CT study dated (B)(6) 2013 reportedly indicates that the patient continues to experience severe back pain. The study also revealed ectopic bone growth at the surgery site. The patient has back pain, nerve injury, and dyspareunia.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.